Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to pain during insertion and nothing was found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. For: omni pod insulin management system ¿ user guide: model: ust400 17845-5a-aw rev b 09/17. Changing your pod : chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. Patient's mother also reported pain during wear. As treatment, insulin continued to be delivered.